Manufacturer narrative:
Medical device expiration date: n/a. (B)(4).

Event description:
It was reported that while using a bd ultra fine short insulin pen needle for an insulin injection, the needle broke off in the consumer's left lower abdomen. The consumer went to an emergency department where she was evaluated and received an x-ray. The x-ray did not visualize a broken needle. The consumer was given 2 grams of IV ancef and was transferred to another hospital by bls ambulance for further evaluation. The consumer was evaluated at a second emergency department and the broken needle was unable to be removed there as well. The consumer was admitted to the hospital and received an x-ray under fluoroscopy where interventional radiology removed the needle without any complications. During the consumer's emergency department evaluations and hospital admission she also received lab work, IV fluid (normal saline), a tdap immunization, oxycodone/acetaminophen, coumadin, farxiga, and morphine. Of note, this complaint was initially reviewed as non-reportable on(B)(6) 2015 as the consumer's daughter reported that no medical attentions was sought or provided. On (B)(6) 2016, the consumer provided medical paperwork that detailed the medical/surgical interventions received.